Manufacturer narrative:
(B)(4).

Event description:
Procedure: inguinal hernia repair. According to the reporter: one balloon was inflated in water and bubbles were seen, indicating a leak. The leak came from the joint where the dark plastic piece attaches to the bulb. The other balloon burst at 40, which is below the level of inflation. No issue or injury.